Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing a wide complex tachycardia. The device sensing vector was set to the primary vector at the time of the shock. Also, the patient has a pacemaker. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to myopotential oversensing and decreased intrinsic amplitudes. The sensing vector at the time was set to the primary sensing vector. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing a wide complex tachycardia. The device sensing vector was set to the primary vector at the time of the shock. Also, the patient has a pacemaker. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.